Manufacturer narrative:
It was reported that when giving a treatment "there was no mist coming out of the nebulizer". Due to this, no medication could be given and the patient had to go to their doctor. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Medication is not coming out of machine.